Event description:
It was reported when the device was during a pneumonectomy, it fired an incomplete staple line on the second firing. The case was completed with sutures. There was no pt consequence.